Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils perforating bilateral cornua and fallopian tubes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation and vaginal haemorrhage outcome was unknown. The reporter considered fallopian tube perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils perforating bilateral cornua and fallopian tubes"), uterine perforation ("essure coils perforating bilateral cornua and fallopian tubes") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2008, anxiety since 2008, inflammatory bowel disease, allergic rhinitis, hemorrhoids, dysfunctional uterine bleeding, insomnia, fatigue, malaise, periumbilical pain, nausea, uterine bleeding and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (a total laproscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils perforating bilateral cornua and fallopian tubes"), uterine perforation ("essure coils perforating bilateral cornua and fallopian tubes") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 646523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression since 2008, anxiety since 2008, inflammatory bowel disease, allergic rhinitis, hemorrhoids, dysfunctional uterine bleeding, insomnia, fatigue, malaise, periumbilical pain, nausea, uterine bleeding and adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (a total laproscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: genital haemorrhage, menorrhagia, all concomitant diseases, lab data, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.